Event description:
Following surgery, patient complained of chest pain due to sternal fixation screws. An x-ray revealed the screws had backed out and the sternal plate had lifted. The patient was brought in and the screws and plates were removed. Patient's sternum had healed.